Event description:
I had a stelo continuous glucose monitor sensors detach from the sensor wire and embed in my skin. The session ended early during warmup. I removed the sensor and noticed the wire was missing but did not realize the wire could still be embedded in my skin. Fortunately, my husband realized there was an issue, and he removed the wire from the back of my arm (which I could not see). I am a diabetic with immunodeficiency, and this could have been a serious issue.